Event description:
Customer states that the lancet does not retract into the device after firing. No adverse event reported and no treatment received. Requested return of supect device and replacement was sent.